Event description:
A blood leak occurred immediately after the start of treatment in 2001. The leak occurred at the third reuses. The filter was disposed at the facility. The patient was well. The co asked for further information including the severity of blood loss, but so far the co could not obtain the information. Other 2 cases of leak were reported from this facility.